Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8116-50 serial #: (B)(4) description: artisan surgical lead, 50cm model #: sc-2138-50, serial #: (B)(4). Description: scs 50cm iii lead.

Manufacturer narrative:
Additional information was received that the reason for the pocket revision was due to inconsistent charging. The patient underwent a pocket revision wherein the ipg was replaced. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.